Event description:
The clinician entered the pt's room to find that the IV tubing had come apart from the main hub area. The dr ordered for the IV to be discontinued. The IV was removed without problems and charted. Saved catheter to give to floor manager.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.